Manufacturer narrative:
Per the tandem user guide: a sensor session must be started and transmitting sensor values to the pump based on a sensor code or sensor calibration. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly the customer was able to enter a sensor code and the transmitter regained connection with the pump. No additional patient or event information was available.